Manufacturer narrative:
As reported, the tip of an 11cm 6f avanti transradial catheter sheath introducer (csi) looked "abnormal" and the user had trouble introducing it into a non-cordis percutaneous needle during the radial puncture. There was no reported patient injury. Additional information received indicates that the damaged product noted was that the mini guidewire appeared frayed. They tried to insert the wire through the sheath and it would not advance. There was no damage to the shipping box, the outer product box or the inner product pouch. The integrity of the sterile pouch was not compromised. The seal of the inner package was opened in anticipation of use. The damaged was noted by the staff as they were opening the packaging prior to the procedure. The device was stored in the lab in its box on a shelf until it was used. The device will not be returning for analysis as the stock was thrown out from hospital due to contamination. Review of lot 17702177 revealed no anomalies during the manufacturing and inspection processes that could be related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned to not use any open or damaged products, as was done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
As reported, the tip of an 11cm 6f avanti transdial catheter sheath (csi) looked "abnormal" and the user had trouble introducing it into a non-cordis percutaneous needle during the radial puncture. There was no reported patient injury. Additional information received on 01-jan-2018 indicates that the product damaged noted was the wire appeared frayed. They tried to insert the wire through the sheath and it would not advance. There was no damage to the shipping box, outer product box and inner product pouch. The integrity of the sterile pouch was not compromised. The seal of the inner package was opened in anticipation of use. The damaged was noted by staff as they were opening up prior to procedure. The device was stored in the lab in its box, on a shelf until it is to be used. The device will not be returning for analysis as the stock was thrown out from hospital due to contamination. Additional information received on 18-jan-2018 indicates that it was the mini guidewire that comes with the radial sheath that was frayed.